Manufacturer narrative:
Complaint conclusion:the sealant of 6f/7f mynxgrip vascular closure device (vcd) got out from the skin. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The mynx deployer was certified. The type of procedure was interventional coronary procedure using a retrograde approach. The stick location was at the femoral artery. The sealant was dislodged. The deployer shuttled down completely. Hemostasis was achieved by manual compression less than 30 minutes. Additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the tamp lock. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The sealant was not returned with the device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by failure to follow mynx instructions for use (IFU). According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube during the catheter removal, may cause the sealant to be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f-7f mynx grip vascular closure device (vcd) got out from the skin. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The mynx deployer was certified. The type of procedure was interventional coronary procedure using a retrograde approach. The stick location was at the femoral artery. The sealant was dislodged. The deployer shuttle down completely. Hemostasis was achieved by manual compression less than 30 minutes. There was no reported patient injury. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient status after the mynx event was recovered. The device will be returned for evaluation.